Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2013 the patient was diagnosed with a vaginal vault prolapse, inclusion cyst and underwent a robotic assisted laparoscopic abd sacrocolpopexy with implant of a bard/davol flat mesh and excision of inclusion cyst. Per the operative report details, "the mesh (davol flat) was tailored to cover the cuff. Once done, it was secured to the cuff using ethibond sutures. Attention was then placed to the sacral promontory. The retroperitoneum was then incised to make a tunnel to close over the mesh. Once this was done, the mesh (davol flat)was tensioned appropriately. The autosuture tacker was used to fix 2 titanium helical fasteners to the sacral promontory." Attorney alleges unspecified adverse patient outcomes associated with use of device.